Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called to report a hospitalization on (B)(6) 2014 due to diabetic ketoacidosis. Blood glucose reading was 820 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The customer was instructed by the doctor at the hospital to follow her diet and to follow normal diabetic procedures. Nothing further reported.